Event description:
The customer reported an occurrence of unit failing pre-operational testing (est) during system pressure testing (3131). 3131 failure during system pressure testing indicates pressure is not increasing to specified levels. Failure to build pressure during normal ventilation mode may result in hypoventilation/loss of volume or pressure. No patient involvement.